Event description:
It was reported that the use of the loader during the stomach-jejunum anastomosis had passed without incident during the stapling. The removal of the stomach clamp was then carried out with great difficulty. The surgeon had to pull forcefully to get the stapler out, as if the loader staples were stuck in the tissue. Visually, part of the staple remained stuck on the loader. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained: did the device deliver any staples? During its use, the device delivered staples but they were non-uniformly closed. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Some staples were shaped as goal post were there staples missing from the staple line? No staple missing in the stapling line. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? The device was locked on tissue with closed jaws. The device was removed without any handling on it, just a pull effect on tissue. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? The jaws were finally opened. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? There were no serious consequences, but the high risk of tissue stripping. Surgical delay. Risk of losing staples in the patient's body. Risk of hemorrhage. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2024. D4: batch #532c51. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60d reload was received with no apparent damage and fully fired. In addition, one staple was noted stuck on the driver. No functional test could be performed due to the condition of the reload. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event of difficult to open since the device was not received, the instructions for use contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. In addition, for the malformed staple & tissue sticking to cartridge, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reload was received fully fired. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 532c51 , and no non-conformances were identified.